Event description:
I am submitting this report to raise concerns about the design and usability of insulin pump infusion sets used with continuous subcutaneous insulin infusion therapy. My concern is not limited to a single defective product or manufacturing lot. Rather, I believe there is a broader design issue that may affect long-term insulin pump users whose bodies have changed over time. I have been using insulin pump therapy for over 27 years and now have accumulated significant wear from repeated infusion set insertions. As a result, I have experienced challenges that I believe are related to scar tissue, altered subcutaneous tissue, and changes in body composition. In addition, menopausal weight gain and shifts in fat distribution have affected the availability and reliability of insertion sites. Current infusion set designs and insertion guidance do not appear to adequately account for these real-world conditions. Many users are not thin and do not have uniform subcutaneous tissue. During insertion, body position can significantly alter the shape of the tissue. For example, sitting, bending, or twisting may create folds or rolls of adipose tissue that flatten or shift once the individual stands upright. A cannula inserted under these conditions may ultimately sit in tissue that differs from what was intended at the time of insertion, potentially affecting insulin absorption or increasing the likelihood of kinking, poor delivery, or unexplained hyperglycemia. Additionally, this is hard to actually see due to the size. While the auto soft inserter has a window, as evident in the pictures, it is hard to differentiate between a kink in the adhesive taping and the actual canula, to accurately gauge if it has been properly inserted. What also happens is the canula sticks to the smaller piece of adhesive tape, thereby preventing the proper canula insertion. I have personally experienced episodes of elevated blood glucose of over 400 several times a month that correspond with site changes. These high sugars were difficult to explain and that appeared to resolve after replacing or relocating the infusion set. These experiences have led me to question whether current infusion set design and insertion recommendations sufficiently account for long-term tissue changes and diverse body types. I encourage the FDA and manufacturers to consider whether current infusion sets should be evaluated across a broader range of patient characteristics, including: individuals with long histories of insulin pump use and repeated infusion site exposure. Patients with scar tissue or lipohypertrophy from years of therapy. Perimenopausal and menopausal individuals who have experienced changes in body composition. People with larger body sizes or varying fat distribution patterns. Individuals whose tissue configuration changes substantially with body position during insertion. I also encourage manufacturers to investigate design improvements such as alternative cannula configurations, insertion mechanisms that account for tissue movement, expanded guidance for insertion in patients with scar tissue, and broader testing across representative populations rather than idealized body types. Color differentiation between the canula and the insertion set/window would also be helpful for users to determine if the canula was successfully inserted. My goal in submitting this report is not only to document my own experience but also to encourage consideration of product improvements that could enhance safety, insulin delivery reliability, and outcomes for many long-term pump users. As insulin pump adoption continues to grow and the user population ages; device design should evolve to reflect the diversity of patients who rely on this technology every day.